Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was under the age of 18. Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result a visual examination of the returned complaint device found that the balloon did not have any visual defects and looked normal. Functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the distal end of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed in the upper esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated several times; however, it was noticed that the balloon had a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed in the upper esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated several times; however, it was noticed that the balloon had a pinhole. The procedure was completed with a different device. There were no patient complications reported as a result of this event.